Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming high fio2. The customer stated there was a patient on the ventilator when this issue occurred. There was no harm or injury associated with this event.